Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08275. It was reported the patient experienced a change in stimulation. It was later discovered two of her pns leads (off label use) had migrated. As a result, surgical intervention was undertaken on 04/21/2015 to reposition the leads. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.